Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. Confirmation testing (platform unknown) was performed at a hospital with an unknown sample type and generated positive results. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. Additional information: e1 - country. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. Confirmation testing (platform unknown) was performed at a hospital with an unknown sample type and generated positive results. No additional information, including treatment and outcome, was provided.